Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console had a surge test fail.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the centrimag console not passing functional checkout was confirmed via evaluation. The centrimag 2nd generation primary console (serial number: (B)(6) was inspected at the european distribution center. The console underwent functional checkout; however, during testing the console did not withstand surge testing of up to 2.0 kilovolts (kv). The unit will be held by the service depot until parts become available for rework. The root cause for the reported event was determined to be due to the ac (alternating current)/ dc (direct current) power supply. The centrimag console was manufactured prior to the implementation of a corrective and preventative action (CAPA). The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. C) section 12.4 ¿ "appendix IV ¿ electromagnetic immunity¿ covers the electromagnetic immunity tests, test levels, compliance levels, and electromagnetic environment guidance. No further information was provided. The manufacturer is closing the file on this event.